Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio2: 1.3,2.3,2.4; date: (B)(6) 2014, inratio2: 3.4, lab: 2.8. Testing on (B)(6) 2014, was done one right after the other. Time between tests on (B)(6) 2014 was less than 30 minutes. Pt self tester's therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.